Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece gets heated very fast prior to surgery.

Manufacturer narrative:
Additional information is provided. The system was examined. The company representative noted that the handpiece was heating up. However, with no additional information, it is unable to verify if the handpiece was out of specification. The handpiece was tested and found to meet product specifications. The system was manufactured on february 13, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).